Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient¿s spouse that the cardiac resynchronization therapy defibrillator (crt-d) and technician ¿electrocuted¿ the patient. The patient asked if the device was going to shock them and they were told yes. The spouse stated that the device started to shock the patient and the patient ¿jumped three feet off the bed.¿ the spouse noted that no warning or explanation was given prior to the patient being ¿jolted¿ that ¿flew [them] out of bed.¿ it was further confirmed that during a bedside device interrogation, the patient received several appropriate high voltage therapies due to sudden ventricular fibrillation (vf) episodes. It was noted that during the interrogation, threshold testing was performed, and several ventricular fibrillation (vf) intervals were noted. Testing was discontinued and the patient returned to sinus rhythm. Another threshold test was performed at a slower rate and the patient immediately had vf intervals again. The testing was immediately discontinued, but the patient¿s rhythm persisted in vf, to which the device detected and treated without delay. Despite several shocks from both the device and an external defibrillator, the patient fully coded and intubated bedside and ultimately passed away. The physician noted that the device functioned appropriately and that it was believed the patient suffered a massive myocardial infarction from their left anterior descending artery (lad) lesion. It was also noted that the patient was in both kidney and liver failure based on labs.